Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to a different issue that was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose up to 384 (mg/dl). A bolus via the pump was delivered to address bg. Reportedly, the customer believed the pump was not delivering boluses properly. Reportedly the customer would continue to use the pump for insulin therapy.